Event description:
It was reported that the pt contacted the clinic as her implant was no longer working. Testing carried out in 2007 and six days later, confirmed that the implant was no longer functioning.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.